Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, to trigger the device was very difficult, the tissue was only cut half. Surgery was finished with a new device. No influence on the patient.

Manufacturer narrative:
(B)(4). Batch #r59e4p. The analysis results found that the ats45 device was received with no apparent damage and with a 6r45b reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.